Event description:
The pt reported the ipg felt hot after being turned on for approx 30 mins. He stated the ipg site also felt hot during the charging process. The sjm representative advised the pt of the charging precautions. No further pt complications were reported. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.